Manufacturer narrative:
Evaluation revealed the reported target device t2 recon to be the primary product. The other items mentioned are considered concomitant products. A review of the device history of the reported target device t2 recon was not possible since the lot code was not provided (within 125 days). However, a review of the device history resp. Inspection records was not necessary since the device has not contributed to the reported event; the sales rep confirmed on request: ¿the t2 recon target device has been checked and used since with no problem. It therefore won't be sent for examination.¿ a pre-surgical function test was performed on the nail and k-wires returned. The test set up was completed with sample devices (nail holding screw, target device t2 recon incl. Knob, drill sleeves, tissue protection sleeves, k-wire sleeves, step drills / solid and cannulated, ø4.2 mm drill). Result: the sample solid step drill passed the proximal drill holes without contact to the nail. Also both received k-wires passed the proximal drill holes centrally (recon mode) without contact to the nail. The cannulated step drill could not have missed the drill holes if it would have been used as required. Following the appropriate steps in the ¿t2 recon nailing system r1.5 operative technique¿ the reported event and the resulting damage at the nail could not be reproduced. In order to reproduce the reported event, drilling with the solid step drill was simulated without using the tissue protection sleeve; now the sample solid step drill missed the proximal drill holes (recon mode) and contacted the nail at the outer surface. The present damage pattern (drill marks) could exactly be reproduced. Likewise, drilling with the cannulated step drill over the returned k-wires was simulated without using the drill sleeve; now the sample cannulated step drill missed the proximal drill holes (recon mode) and contacted the nail at the outer surface. Again, the present damage pattern (drill marks) could exactly be reproduced. The functional inspection revealed no discrepancies regarding the returned nail and k-wires, which are still functional. Reasons for metal contact during drilling are various. Potential causes could be e.g.: deflection and / or twisting of the nail during insertion in case the user applied undue force for insertion. Deflection and / or twisting of the nail during insertion in case of inadequate preparation of the intramedullary canal. Loosening of the connection between nail and nail holding screw (will lead to potential misalignment of nail and drill). No use of drill with centre tip / unfavourable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the targeting arm during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, targeting arm and nail. Guide wire not removed prior to drilling. Originally deflected k-wire. Potentially reduced accuracy in guidance is usually found during functional check which is required per IFU. In case of any deviation it is realized prior to use. Timely functional check ensures that spare parts can be supplied in appropriate time. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device(s). Pre-supposing that targeting accuracy for drilling was confirmed by a pre-operative check it can be concluded that the event was mainly based in the intra-operative procedure, which is supported by the considerable drill marks found at the outer surface of the nail next to the proximal bores (anterior). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The stryker clinical support specialist reported that during a femoral nailing procedure, the surgeon made a successful entry with the nail and the guide. During this procedure, the guide wires attach to the aiming jig to give a position to pass a reamer over the wire to make a track for the locking screw. The first pass for the first locking screw was undertaken successfully. When the reamer was passed over the second wire, the tip of the cannulated reamer snapped off and was left on the guide wire. The surgeon withdrew the broken reamer tip and there was no metal left in the patient. The case was completed using a single use sterile reamer. Regarding the surgical delay, the surgeon further reported that the case took 4 hours and 3 minutes. How long the 2 intraoperative events delayed the case is hard to say but a nail is almost always less than 2 hours. The broken drill bit (reported under pi (B)(4)) didn¿t delay the case too long and certainly less than 30 mins. The divergent wires reported under this per delayed more than 60 minutes. The surgeon confirmed that no unintentional metal was left in the patient. The patient has been reviewed in clinic on (B)(6) 2016 and he is doing well and showing no signs of harm from such a long operation.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The stryker clinical support specialist reported that during a femoral nailing procedure, the surgeon made a successful entry with the nail and the guide. During this procedure, the guide wires attach to the aiming jig to give a position to pass a reamer over the wire to make a track for the locking screw. The first pass for the first locking screw was undertaken successfully. When the reamer was passed over the second wire, the tip of the cannulated reamer snapped off and was left on the guide wire. The surgeon withdrew the broken reamer tip and there was no metal left in the patient. The case was completed using a single use sterile reamer. Regarding the surgical delay, the surgeon further reported that the case took 4 hours and 3 minutes. How long the 2 intraoperative events delayed the case is hard to say but a nail is almost always less than 2 hours. The broken drill bit (reported under (B)(4)) didn¿t delay the case too long and certainly less than 30 mins. The divergent wires reported under this per delayed more than 60 minutes. The surgeon confirmed that no unintentional metal was left in the patient. The patient has been reviewed in clinic on (B)(6) 2016 and he is doing well and showing no signs of harm from such a long operation.